Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer is incorrectly performing the air removal step. Tandem technical support informed customer that incorrectly performing the air removal step is off label per the tandem user guide. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 129-244 mg/dl.